Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, a jagwire was preloaded in ultratome xl to cannulate bile duct by using wire guide cannulation technique. The contrast was injected and found the mid cbd stricture, the ultratome xl was removed and left the jagwire in place. The rx cytology brush was inserted over the jagwire. After completed tissue sampling, the cytology brush and jagwire were removed. The nurse noticed that the tip of the jagwire detached inside the common bile duct exposing the tip of the metal corewire. The balloon extractor was used to retrieve the fragment successfully. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, a jagwire was preloaded in ultratome xl to cannulate bile duct by using wire guide cannulation technique. The contrast was injected and found the mid cbd stricture, the ultratome xl was removed and left the jagwire in place. The rx cytology brush was inserted over the jagwire. After completed tissue sampling, the cytology brush and jagwire were removed. The nurse noticed that the tip of the jagwire detached inside the common bile duct exposing the tip of the metal corewire. The balloon extractor was used to retrieve the fragment successfully. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the pebax section detached, exposing approximately 1.2 cm of the corewire tip. The pebax section presents a bent approximately 4.5 cm with marks approximately 4 cm from the distal end. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fracture noted and the ptfe jacket presented marks along the body. The outer diameter of the guidewire was measured and found to be within specification. The complaint is consistent with the return that the pebax section detached exposing the corewire tip. It is most likely that due to anatomical/procedural factors encountered during the procedure, since the presence of adhesive indicating proper manufacturing was determined and performance was limited and may have contributed to the failures, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the  reported lot number 15695295.

Manufacturer narrative:
(B)(4) for the reported event of distal tip detachment, exposing the tip of the metal core wire. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.